Event description:
It was reported via repair work order that a patient allegedly fell out of bed. No additional information has been provided pertaining to the alleged fall. It was also reported that the scale was inaccurate, however, no defect was found.